Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "injection port started leaking. Had been working for greater than 1 hour and the developed leak from injection port. No harm to patient. Extension set removed from patient fluid circuit and rest of lot number removed pending investigation."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8215999. Our records detected a trend for leakage occurring in the batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was able to duplicate and confirm the failure mode with provided sample, however, customer reported this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Root cause: based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA 629955.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "injection port started leaking. Had been working for greater than 1 hour and the developed leak from injection port. No harm to patient. Extension set removed from patient fluid circuit and rest of lot number removed pending investigation."